Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb cord was frayed with exposed wiring, resulting in difficulties charging the pump. There was no adverse effect to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.